Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not store therapy data in the logbook since the last therapy delivered. However, it is noted the device showed several ventricular tachycardia (vt) therapy counters. A memory download was performed and found that the device has a single bit memory error in the vt episodes total counter. The counter should correct itself if the counters are cleared or reset on the programmer. Boston scientific technical services (ts) discussed that the device appears to be functioning properly except for the counter error. Attempts to obtain additional information to the field representative but was unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.